Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the trunk cable connector pins were bent. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. In addition the trunk cable connector housing was broken and the locking nut was missing. The root cause of the damage was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the damaged belt connector. The pt rec'd a replacement electrode belt.